Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03383. It was reported that the patient experienced ineffective therapy and the leads migrated. Surgery occurred to explant and replace one of the existing leads and to reposition the other existing lead to address the issue. It is unknown which lead was explanted and replaced and which lead was repositioned.